Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with three implantable neurostimulators (ins)s. It was reported that ever since he had his first ins implanted, he sometimes experiences electric shocks. If he turns up, the stimulation and coughs, or sneezes, he gets a shock-type sensation. He stated, "if I sneezed, it would put me on the floor." He said this only happens once in a while, but again, confirmed it has been happening ever since the first ins was implanted. His first ins was replaced for this reason, but the issue continued with its replacement. He was redirected to his healthcare provider (hcp) to have the ins checked.